Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the cause of the physical resistance source was the stent, because after replacing the stent with the same model, the resistance was reduced to the normal range. Catheter resistance occurred in the hub and proximal section. A continuous saline flush was administered and maintained as indicated in the IFU. The tip of the sheath was secured in the hub of the microcatheter and the rhv was secured during delivery.

Event description:
Medtronic received a report that during the ischemic thrombectomy, the stent was fully hydrated and ready to be delivered to the lesion through the phenom17 microcatheter. The stent had resistance inside the protective sheath and was difficult to push out. After pushing hard into the microcatheter, the resistance was even greater. After the stent was withdrawn and tried to be pushed out inside the protective sheath outside the body, the resistance was still abnormal. The problem disappeared after replacing the stent of the same model. There was resistance during preparation. The stent was not able to be pushed out of the sheath. There was no damage to the sheath. No patient symptoms or further complications were reported as a result of this event. The device and any accessories were prepared as indicated in the IFU. The patient was undergoing surgery for treatment of ischemic stroke located in the left middle cerebral artery. It was noted the patient's vessel tortuosity was moderate. National institutes of health stroke scale (nihss) baseline score 14, post procedure 5. Tici score post procedure 3a. IV tissue plasminogen activator (tpa) was not contraindicated. There were two passes with the device. Stroke onset to reperfusion time was 120 minutes.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.